Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized and was experiencing high blood glucose. Blood glucose level at the time of the incident was 600 mg/dl. Customer reported motor error since last month and due to that error he had a high blood glucose and went to the hospital. Customer stated was eating and then he saw the motor error but then he disconnected from the insulin pump and because of that his blood glucose increased. The insulin pump will not be returned for analysis.